Manufacturer narrative:
Concomitant medications included abciximab, ace inhibitors, beta blocking agents, calcium channel blockers, plavix, hmg coa reductase inhibitors, lisinopril, simvastatin, and toprol xl. Additional information will be submitted within 30 days of receipt. This is one of four products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2013-00011, 3003742446-2013-00012, 3003742446-2013-00013, and 3003742446-2011-00230.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient died approximately 2.5 years post index procedure. This was a (B)(6) female. The patient's medical history consists of peripheral artery disease, hyperlipidemia, hypertension, lvef (normal), renal insufficiency and current smoker. The patient had 3 lesions treated in the proximal, mid and distal rca. The lesions were moderately calcified, severely tortuous, type b1 and 90-95% stenosed. Pre-dilation was not conducted before a 3.5x13 mm cypher was implanted in the proximal rca. A 2.5x13 mm and a 3.0 x 13 mm cypher stents were implanted overlapping in the mid rca by direct stenting. Post dilation was conducted and the residual diameter stenosis measured 0% and timi iii flow was recorded. Cypher is indicated for use in lesions judged to be amenable to complete inflation of an angioplasty balloon. The lesion in the distal rca was 10 mm in a 2.5 mm vessel diameter. A 2.5 x 08 mm cypher stent was delivered to the distal rca for direct stenting but failed to be delivered. Therefore, pre-dilation was conducted and the 2.5 x 08 mm cypher stent was deployed at 12 atm. There was not stent overlap. A dissection was noted from the mid to distal portion of the rca. The type of dissection was unknown. It is unknown if the dissection was treated. There was 0% residual stenosis and timi iii flow was recorded. Troponin I was slightly elevated 16 to 24 hours post procedure. The patient was discharged the following day. Additional information in the revised crf indicated that a patient expired (patient deceased) due to unknown reasons. The event was not related to the study stent, drug, or procedure in an investigator's opinion. To date no further information had been available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15077634 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Death is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information does not allow for an exact determination of causal factors; however, the patient had multiple medical conditions that may have contributed to the reported death. This is one of four products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2013-00011, 3003742446-2013-00012, 3003742446-2013-00013, and 3003742446-2011-00230.

Event description:
An (B)(6), female, patient, expired due to unknown reasons who was a part of the (B)(4) study. The patient received a 3.5 x 13mm cypher stent in the proximal rca, 2.5 x 13mm and 3.0 x 13mm overlapping cypher stents in the mid rca, and a 2.5 x 08mm cypher stent in the distal rca. The 2.5 x 08mm cypher stent failed to advance during the first attempt. After further predilation, the stent was deployed but a dissection was noted. The procedure was completed and the patient was discharged the following day. Approximately 29 months post index procedure, a patient expired (patient deceased) due to unknown reasons. As per the site, office was notified by the patient's daughter that the patient had passed away. She did not give any additional information on her message and site did try to call her daughter back 3 times with no luck in reaching her. As per site contact, the patient did have severe aortic stenosis and she had chosen conservative medical treatment vs. Intervention. She also had a known total chronic occlusion of the lad. No additional information was obtained. The event was not related to the study stent, drug, or procedure in an investigator's opinion.

Manufacturer narrative:
Addendum ((B)(4) 2013): additional information received through adjudication minutes regarding the event of death. The notes indicated that the event of coronary stent thrombosis may have contributed to previously reported event of death. No death certi, ems record or hospital info is available to date. The complaint received states that this cypress study patient died approximately 2 ½ years post index procedure. This was an (B)(6) female. The patient's medical history consists of peripheral artery disease, hyperlipidemia, hypertension, lvef (normal), renal insufficiency and current smoker. The patient had 3 lesions treated in the proximal, mid and distal rca. The lesions were moderately calcified, severely tortuous, type b1 and 90-95% stenosed. Pre-dilation was not conducted before a 3.5x13mm cypher was implanted in the proximal rca. A 2.5x13mm and a 3.0 x 13mm cypher stents were implanted overlapping in the mid rca by direct stenting. Post dilation was conducted and the residual diameter stenosis measured 0% and timi iii flow was recorded. Cypher is indicated for use in lesions judged to be amenable to complete inflation of an angioplasty balloon. The lesion in the distal rca was 10mm in a 2.5mm vessel diameter. A 2.5 x 08mm cypher stent was delivered to the distal rca for direct stenting but failed to be delivered. Therefore, pre-dilation was conducted and the 2.5 x 08mm cypher stent was deployed at 12 atm. There was not stent overlap. A dissection was noted from the mid to distal portion of the rca. The type of dissection was unknown. It is unknown if the dissection was treated. There was 0% residual stenosis and timi iii flow was recorded. Troponin I was slightly elevated 16 to 24 hours post procedure. The patient was discharged the following day. Additional information in the revised crf indicated that a patient expired (patient deceased) due to unknown reasons. The event was not related to the study stent, drug, or procedure in an investigator's opinion. Additional information received through adjudication minutes regarding the event of death. The notes indicated that the event of coronary stent thrombosis may have contributed to previously reported event of death. No death certi, ems record or hospital info is available to date. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15077634 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Death is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information does not allow for an exact determination of causal factors; however, the patient had multiple medical conditions that may have contributed to the reported death. This is one of four products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2013-00011, 3003742446-2013-00012, 3003742446-2013-00013, and 3003742446-2011-00230.